Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the lead migration was ambulation and the patient had limited mobility due to multiple sclerosis. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for basic evaluation. It was reported that the patient was unable to increase their stimulation, they had maxed out the stimulation and they felt it more on the right side. Patient was on right lead set to 5.5 and they felt it in their leg. Additional information was received and it was reported that the cause of being unable to increase stimulation and feeling stimulation in right leg was due to lead migration. No further complications were reported.